Event description:
Analysis was completed on the returned generator. Visual analysis observed damage to the underside of the septum which most likely occurred during the explant procedure. The device could not be interrogated upon interrogation due to normal battery depletion. Analysis of the generator found no abnormal performance or any other type of adverse condition with the device.

Event description:
It was reported that the patient's vns system had high lead impedance. The device has since depleted and could not be interrogated for over a year. The patient's family wanted to replace the vns generator but not the lead. A review of programming history found that good impedance was observed for several years after implant indicating that there was likely not a problem with the lead to generator connection. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery where the generator was replaced due to battery depletion. After the new generator was implanted the impedance was within normal limits. Therefore the lead was not replaced. Further follow-up found that the report of high impedance appeared to be anecdotal and it was unclear when high impedance was observed previously. Diagnostics were performed at a follow-up appointment which showed that diagnostics were still within acceptable limits however the impedance value was higher than previously recorded. Based on the history of high impedance and the rising impedance the surgeon speculated that a microfracture may be occurring in the lead. He intended to monitor the impedance level of the patient's device and was prepared to refer the patient back to surgery if high impedance was observed. The explanted generator was received and is pending analysis.